Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4). Report resubmitted per FDA request.

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vicmo 13.2 implantable collamer lens - 11.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Additional data: device evaluation - the lens was returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic torn/broken. Corrected data: (B)(4). Claim # (B)(4).